Event description:
Angiodynamics port placed (B)(6) 2025 by thoracic surgeon despite the port being sutured at the time of placement using 2.0 pds patient presents for infusion with difficulty accessing. Patient sent to ir (B)(6) 2026 for catheter check for inability to access. Portogram performed. Dictation states "catheter check of right-sided subcutaneous port demonstrates normal course with patency. Slight angulation of the port reservoir and mobility within the port pocket suggest potential intermittent port flipping." Patient subsequently had to undergo additional surgery. Port removed and replaced (B)(6) 2026.